Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side "rupture" and that they are "particularly concerned", and "thinks it has a leak" as over the last year the "right breast looks like it's getting smaller" and is "now quite noticeable." Patient additionally reported "migraine headaches"; this event is not device related and will not be reportable. Device remains implanted.